Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that foreign matter was found during use with a unspecified bd syringe. The following information was provided by the initial reporter, "syringe user. Found 1 syringe occd date 09/03/2019 with a liquid that came out the needle before drawing up insulin. This is her first box of syringes using for gestational diabetes. Caller did not have the box with her. No lot number item size is believed to be .5ml unknown needle length. Unknown exp date. Sending mailing kit. Caller will call back with more product info for quality and for product replacement to pharmacy. Consumer was able to provide item # 654567 and upc # 1191702536 but these are pharmacy numbers, not bd numbers."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a unspecified bd syringe. The following information was provided by the initial reporter, "syringe user. Found 1 syringe occd date (B)(6) 2019 with a liquid that came out the needle before drawing up insulin. This is her first box of syringes using for gestational diabetes. Caller did not have the box with her. No lot number item size is believed to be .5ml unknown needle length. Unknown exp date. Sending mailing kit. Caller will call back with more product info for quality and for product replacement to pharmacy. Consumer was able to provide item # 654567 and upc # 1191702536 but these are pharmacy numbers, not bd numbers."